Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the g5 mobile application crashed with an alert to the user. No additional patient or event information is available. Data was provided for evaluation. Data review did not confirm the reported event of an unexpected g5 mobile application crash. A root cause could not be determined via data.